Event description:
It was reported that this left ventricular (lv) lead became dislodged which resulted in loss of capture (loc) and high capture thresholds. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Currently, this product has not been received for analysis.